Event description:
The manufacturer has been informed about a voluntary field safety notice/recall regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The patient has reported allegedly experiencing respiratory tract irritation dizziness and/or headache, and kidney disease/toxicity. According to the complaint, no specific medical intervention was mentioned. This information was relayed to the manufacturer through the customer's legal representative. Due to potential legal implications related to this case, further investigation or follow-up cannot be pursued. If any additional information becomes available, a follow-up report will be provided.

Manufacturer narrative:
Additional information was received on 06/28/2024 and h11 is updated as: the manufacturer has been informed about a voluntary field safety notice/recall regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The patient had reported allegedly experiencing respiratory tract irritation dizziness and/or headache, and kidney disease/toxicity. According to the complaint, no specific medical intervention was mentioned. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.